Event description:
It was reported that the surgeon was having connecting / engagement problems with the device that caused a surgery time delay greater than 30 minutes. Back up device was available. Surgery was successful with no further reported incidents.